Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify pump error 35 alarm due to critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error. Customer¿s blood glucose was unknown. Customer stated that customer was in the pool when it happened, but she cannot see any damaged or moisture. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.